Manufacturer narrative:
The investigation into the purge disc/flag issues issue has been completed. The automated impella controller (aic) was returned for investigation. Imc logs from the complaint date revealed that the console issued the purge disc not detected alarm several times and was unable to complete case wizard. While the complaint says that the problem was the inability to recognize the purge cassette, the purge cassette was able to be seen by the console but the purge disc was unable to be detected. Device analysis: the issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be missing. Root cause: the cause of the issue was a broken/missing purge flag. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the aic experienced a purge disc/flag issue. No clinical details regarding resolution or patient involvement/condition were provided.